Manufacturer narrative:
The main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that an implantable neurostimulator (ins) was removed from a patient and the leads were left in. The ins was from 1995 according to the rep. There was no other information available at the time of the report. The ins indication for use is unclear at the time of the report.